Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected of showing signs of fracture as high pacing impedance was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.